Manufacturer narrative:
Device history records related to the event were reviewed. There were no non-conformances detected through the device history record review. A supplemental report will be filed if additional information is provided in the future.

Event description:
It was reported during a surgery on (B)(6) 2020 using the stratum foot plating system the driver tip broke off into the head of the last 3.5 mm locking screw. The broken driver tip could not be retrieved from the screw head and remains implanted. There were no reported patient complications.

Event description:
This report is a follow up to 3009540749-2021-00001 which was submitted on 08 jan 2021.

Manufacturer narrative:
This is a follow up report to 3009540749-2021-00001. Part of the t10 driver was returned and received on 18 jan 2021, the broken tip portion of the driver was not returned. A review / investigation was performed on the returned t10 driver and it was concluded it met specifications for the dimensions which were able to be verified. Investigation of the returned product does not affect the outcome of the investigation. Root cause remains as unknown. If additional information is obtained which changes the outcome of the investigation results, a follow up report will be submitted.